Manufacturer narrative:
No device is expected to be returned for evaluation. Because no unit from the same lot was returned, a formal investigation of the affected device could not be completed and the root cause could not be determined. Since the lot number was not provided, the device history record could not be reviewed. The review of the complaint data base over the last four years did not report any similar adverse event. Device is a permanent implant.

Event description:
The user reported that after the treatment of a benign prostatic hyperplasia with embolics, the patient developed a full body rash. The rash became desquamating over the next few days and there are multiple erythematous patches remaining several months after the procedure.